Event description:
It was reported that the patient's blood glucose level rose to over 600 mg/dL while wearing the Pod for an unspecified period. The patient delivered 200 U of insulin, however their blood glucose levels remained elevated. They were hospitalized due to diabetic ketoacidosis (DKA). The incident date was not provided. It was alleged that the DKA incident was not due to the Pod, but rather an illness or stomach virus. As treatment, the patient received ¿a bunch of fluids¿ and their condition improved.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided. Locked Down Smartphone: PHONE_CONTROL_IOS. Omnipod Software App Version: 2.2.1. Operating System: 18.7. Hardware: iPhone11.8.CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.